Manufacturer narrative:
(B)(4). Unknown, assumed the 1st day of month the complaint was reported. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: on what date did the explant take place? On (B)(4) 2019 . Did the patient have an autoimmune disease? No. Is the patient currently taking steroids/immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Moderate. Did the dysphagia improve after the device was implanted initially? Yes. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes, hiatal repair was done. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? The linx removal happened on the request of the patient. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that there was an explant of the linx device. The patient had dysphagia. There were no patient consequences.

Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot was not provided; therefore, the manufacturing record evaluation could not be performed.